Event description:
The customer reported the ventilator went vent inop while in use on a pt. The customer reported there was no pt harm, and the ventilator alarmed. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech duplicated the reported problem. The service tech replaced the power supply. The service tech performed extended self teting (est) and performance verification testing which passed with the ventilator performing to specifications.